Event description:
Per oos, guidant lv lead 4513 was totally explanted. Atrial and rv leads were capped. System removed due to infection. Also removed were: selox sr 45, MDR 1028232-2007-00315. Guidant 0184, guidant 4513.